Manufacturer narrative:
The customer reported that the device failed to power up. A philips field support engineer evaluated the device at the customer site, and replaced the energy select switch to resolve the issue. We are considering this failure a malfunction of the energy select switch assembly.

Event description:
The customer reported that the unit failed to power up.